Event description:
It was reported that the patient experienced ineffective therapy. As such, the entire system was explanted on (B)(6) 2022 to address the issue.

Manufacturer narrative:
Date of event is estimated. Reporter phone number: (B)(6).

Manufacturer narrative:
The reported observation of ¿ineffective therapy¿ was not confirmed in reference to the returned lead. The root cause of the reported observation was not ascertained. Resistance and continuity testing of the lead measured within the expected range.